Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("wires are embedded in the anatomical location of the fallopian tube/ fundus") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding, abnormal uterine bleeding, dysmenorrhea and fibroids. On(B)(6) 2009, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomies). Essure was removed. The reporter considered embedded device to be related to essure administration. The reporter commented: 4 coils protruding from the ostia on the left and 6 coils protruding from the ostia on the right. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical information: pelvic and perineal pain. Dysmenorrhea. Abnormal uterine and vaginal bleeding, unspecified. Intramural leiomyoma of uterus. Submucous leiomyoma of uterus. Gross description: uterus, cervix, fibroids, bilateral fallopian tubes 184 g. Wires are embedded in the anatomical location of the fallopian tube/ fundus. The right fimbriated fallopian tube is 5.2 cm long x 0.5 cm in diameter. The left fimbriated fallopian tube is 5 cm long x 0.5 cm diameter. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("wires are embedded in the anatomical location of the fallopian tube/ fundus") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of vaginal bleeding, abnormal uterine bleeding, dysmenorrhea and fibroids. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomies). Essure was removed. The reporter considered embedded device to be related to essure administration. The reporter commented: 4 coils protruding from the ostia on the left and 6 coils protruding from the ostia on the right. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical information: pelvic and perineal pain. Dysmenorrhea. Abnormal uterine and vaginal bleeding, unspecified. Intramural leiomyoma of uterus. Submucous leiomyoma of uterus. Gross description: uterus, cervix, fibroids, bilateral fallopian tubes 184 g. Wires are embedded in the anatomical location of the fallopian tube/ fundus.. The right fimbriated fallopian tube is 5.2 cm long x 0.5 cm in diameter. The left fimbriated fallopian tube is 5 cm long x 0.5 cm diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.